Event description:
It was reported that during preparation for an angioplasty procedure, the balloon was allegedly found to be missing inside the box. Reportedly, the box was empty. There was no patient contact.

Manufacturer narrative:
H10: additional information was received and the file was reassessed for reportability, and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a serious injury. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during an angioplasty procedure in a anterior tibial artery, the device allegedly fractured in an anterior tibial artery. It was further reported that the balloon allegedly detached as it got caught on a piece of calcium. Reportedly, the patient was transferred to a hospital for surgical intervention to remove the balloon fragment. The current status of the patient is unknown.